Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel the supracore guide wire was used and during removal from the anatomy the guide wire caught on a stent strut. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned guide wire. The difficulty removing was unable to be confirmed as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined that the reported difficulty was related to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.